Event description:
It was reported that the device was reprogrammed in (B)(6) 2017 to address the right atrial and right ventricular lead noise oversensing issue. Now, the patient had presyncope symptoms due to lead noise. Analysis of freeze capture of merlin transmission for (B)(6) 2017 confirmed lead noise. The right atrial and right ventricular leads were explanted and replaced.